Manufacturer narrative:
Unit passed displacement test. Pump received with cracked battery tube threads, cracked lcd window, broken reservoir tube lip, cracked case display window corner, missing end cap sticker and stained address/serial number label. The p-cap does not lock into the reservoir compartment properly noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.